Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2014-05369 it was reported, the patient has been receiving ineffective stimulation/inadequate coverage due to receiving stimulation in unintended areas. An impedance check was performed and revealed low on all contacts. X-rays were taken and no anomalies were found. On (B)(6) 2014, the patient met with an sjm representative for reprogramming but resolution was not attainable. As a result, surgical intervention will be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.